Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual review of the returned device confirms item and lot etch. Device shows wear from previous uses. Strike plate shows indentations. Body show nicks, gouges, and scratches. Threaded tip is confirmed to be fractured. Fractured piece(s) were not returned with the device for review. Thread form shows deformation. No other damage was noted. Device has an approximate field age of 6 years. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting the cup inserter during a hip procedure, the threads on the tip that hold the cup broke. All parts were retrieved and a new inserter was used to completed the surgery. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.